Event description:
Patient underwent an arthroscopy of right shoulder with decompression, debridement, and open rotator cuff repair. During the procedure, a scorpion needle broke while it was being passed into the patient's rotator cuff. Thorough lavage was performed and fluoroscopic images were obtained to ensure no sharp protrusions were identifiable.